Event description:
The neurosurgeon was in the process of placing an intracranial pressure monitor in a toddler. Prior to insertion of the monitor it was unable to be zeroed. The initial reading when connected to the camino monitor was "92". When the md attempted to zero the monitor it would only go down to "18". This monitor was saved as defective and another camino icp kit was used without problems.